Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the implantable cardiac monitor (icm) had an alert due to a diagnostic anomaly. The icm was re-programmed to resolve the issue. The patient was stable throughout.